Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed power error 25. The insulin pump's internal power source is unable to charge. The blood glucose reading was 8 mmol/l. The internal battery procedure has been performed several times before, but the error returned after four hours. The customer was advised to return the insulin pump and it will be replaced.